Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as to conform to the specifications. No deviation , anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported a few hours after injection with 1 syringe of juvéderm® ultra plus xc in the lips, the patient developed "major swelling all over the face," including the eyes being swollen shut. The patient was treated with a steroid shot and steroid pills that evening at an urgent care facility. Injector stated the patient "might have had an allergic reaction to the lidocaine," but added they were "not sure what happened." The symptoms resolved 6 days after injection.

Manufacturer narrative:
Medwatch sent to FDA on 08/04/2015. Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of "major swelling" and possible allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a few hours after injection with 1 syringe of (B)(6) in the lips, the patient developed "major swelling all over the face," including the eyes being swollen shut. The patient was treated with a steroid shot and steroid pills that evening at an urgent care facility. Injector stated the patient "might have had an allergic reaction to the lidocaine," but added they were "not sure what happened." The symptoms resolved 6 days after injection.